Manufacturer narrative:
This is a final report. The customer's returned meter ((B) (4)) has been tested with returned test strips (lot 44496) with low level reference control solution (lot 64676q101). The complaint was not confirmed and no new issues were observed, all results were within range specification.

Event description:
A patient's physician reported they compared a reading of 109 mg/dl received on an adc blood glucose meter to a lab result of 509 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell into the "d" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.